Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was displaying its service wrench. After an evaluation of the electronic device log, it was observed that the internal hlc batteries had been depleted to "0". With depleted hlc batteries, the device may not have sufficient power to provide effective defibrillation energy, if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to an electrically leaky capacitor, designator c76 from the digital pcb assembly. The leaky capacitor caused 175 ua of off current which caused the internal hlc batteries to become depleted.